Event description:
A blood leak occurred during a dialysis treatment. Dialysis was discontinued and the blood was not returned to the pt. Estimated blood loss-150cc's. Blood loss was due to blood left in dialyzer and blood lines when discarded. No serious injury or medical intervention reported a rsult of this incident. This event involved one pt.